Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar intervertebral disc herniation; and underwent micro-endoscopic discectomy. Intra-op, the coupler part of the product loosened and the camera moved without getting fixed. The customer-owned camera was a product of smith<(>&<)>nephew. It was said that when the camera was connected to the alleged endoscope, the connection part was not fixed, which made it difficult to use the product. No health damage to the patient was reported as a result of this event.